Event description:
While attempting to monitor a patient (age & gender unknown) the device's display was unreadable. Complainant indicated that the clincian obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.